Manufacturer narrative:
We received one 114f7 catheter with a 3 ml limited volume b-d syringe for examination. The reported event of balloon not inflating was confirmed. The balloon was inflated but would not maintain inflation due to a leakage between the inflation lumen, distal and proximal lumens. An x-ray was taken of the backform, but no void or air bubbles were observed. Further testing confirmed the leak to be occurring from inside the backform. Further examination found the leakage to be occurring at the end of the catheter tube inside of the backform. It appears the end of the catheter tube did not bond during the back forming process. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use, the balloon would not inflate. There was no allegation of patient injury. Device was available for evaluation.